Manufacturer narrative:
Initial reporter address and phone # were not provided.

Event description:
The advocate stated her brother's blood glucose reading on the breeze2 was a 100mg/dl different than the lab reading. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip information was not provided. A new meter was sent to the customer.